Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use: instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the plastic distal end cover on the videoscope was burnt. There were no reports of patient involvement.